Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer believes she lost the pump during a black out seizure and was out for 18 hours. The customer was at 148 mg/dl at the time of the call. The customer was using food to treat. The customer experienced symptoms such as a diabetic black out. Memory loss, and seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump is lost. The insulin pump will not be returned for analysis.